Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389-28, lot # 0205596905, implanted: (B)(6) 2012, product type lead; product ID 3389-28, lot # 0205728569, implanted: (B)(6) 2012, product type lead; product ID 37085, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2012, product type extension.

Event description:
Information received via a healthcare professional from a clinical study reported via a representative that the patient had a tilted neurostimulator on (B)(6) 2013. The patient felt the device sticking out of her abdomen, but was not sure. There was no pain. Examination performed on (B)(6) 2013 had abnormal results where the investigator confirmed the device was tilted via palpation. The implantable neurostimulator (ins) was repositioned under local anesthesia on (B)(6) 2013. The event resulted in an epileptologist and neurosurgeon visit. It was indicated the event was neurostimulator-related and the outcome was resolved without sequelae. At the time of report the patient's status was alive with no injury. The patient's medical history included irritable bowel syndrome; headache; fatigue; tingling in fingers; rising epigastric sensation; hoarseness; diagnosed with epilepsy (1979).

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that "the eac assessed this event as possibly surgery related".

Event description:
Additional information received reported the cause of the tilted neurostimulator was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.